Manufacturer narrative:
E1 - initial reporter establishment name: (b(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the device was not returned a definitive root cause could not be identified. Based on historical data, possible causes include component damage or degradation, environmental problems like dust/dirt/humidity/ambient light, optical problems, compatibility issues, thermal problems, and electrical problems such as signal loss or circuit breaks. The most likely cause of this complaint was anticipated or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an incompatible scope e315 error occurred during inspection for use. There were no reports of patient involvement.